Manufacturer narrative:
UDI= (B)(4). The device was not returned to bsn.

Event description:
A report was received that the patient had severe discomfort from the scs. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.